Manufacturer narrative:
Additional information: d10. The reported event of high pacing impedance was not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the procedure, the lead exhibited high and out of range pacing impedance. The physician did not allege lead malfunction or patient anatomy. Another lead was used. The patient was stable before, during and after the procedure.